Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 9 years due to mitral stenosis. The patient presented with shortness of breath. The procedure is scheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia.

Event description:
It was learned that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 9 years, 1 month due to thickened degenerated leaflets and severe mitral stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a 31mm 11400m valve. Per medical records, the patient presented with severe mitral stenosis. Intraoperatively, a large clot was found in the left atrium and was successfully removed without disruption. Further examination revealed a degenerated, thickened mitral valve. The valve was excised, debrided, and replaced with a 31mm 11400m valve and secured using corknots. Post-operative tee demonstrated a proper functioning valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #15, the patient was discharged.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (device code, type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, d6b, g3, g6, h2, h6 (impact code). The device was not returned for evaluation, as the device request was denied.

Event description:
It was learned that a patient with a 33mm 7300tfx mitral valve was explanted after an implant duration of 9 years, 1 month due to mitral stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a 31mm 11400m valve.